Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00148. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that right total knee arthroplasty was performed with persona ps. After implanted femoral, tibia and patella components, surface trial (size 10mm) was completed without any issue. However, surgeon was unable to insert implant surface (size 10mm) into the tibia component. He retired the insertions several times but the surface could not be fully inserted. Subsequently, another surface (size 11mm) was used to complete the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.